Manufacturer narrative:
The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
The atrial lead remains implanted. Should additional information become available an amended report will be submitted.

Event description:
Additional information was received on (B)(6), 2011 that this lead was explanted on (B)(6), 2011. The lead was not returned to boston scientific. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up visit, a chest x-ray revealed that this atrial lead had dislodged. The lead was deactivated and the device programmed to vvi configuration. A revision procedure may be performed in the future. No adverse patient effects were reported.